Event description:
The customer reported that the doctor told her the endotracheal tube was crimping after it was inserted into the pt. She stated that the doctor had to re intubate the pt because of the crimping. The tube was not saved and the lot number is not available.